Event description:
In 2005 a pt underwent an enteryx procedure. The pt had received a total of 5.5 cc's of enteryx were injected into the muscle layer of the pt's esophagus. No transmural or submucosal injection was reported. The day following the procedure the pt reported shortness of breath, mild dyspnea with low fevers (101 - 102 degrees), along with mild chest pain, difficulty swallowing, fever and chest tightening. The pt was admitted to the hosp the following day. The dyspnea has increased, and the pt also complained dyspneic at rest now, as well as with exertion. Chest x-rays that were performed did not show any pneumomediastinum. A CT scan performed on the pt showed negative for pulmonary embolism and mediastinal involvement, cardiac enzymes and cultures have been negative. The pt was given tylenol, IV antibiotics and anticoagilation therapy. The pt was discharged from the hosp the second day and was reported to be in stable condition, with no shortness of breath or gerd symptoms. The pt reported that shortness of breath was completely resolved in about 2 wks later. In addition, the pt reported that there was no fever, no difficulty swallowing no chest pain and no gerd symptoms. The pt also reported that he did not undergo any surgical procedures, diagnostic or other interventions, and that there were no other adverse events, including no weight loss.